Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during two surgical procedures the ophthalmic system did not lower the patients intraocular pressure (iop) when the iop was lowered on the system. The target iop was lowered to zero and then to 7mmhg. The eye remained hard to the touch and target pressure could not be achieved. The system passed calibration and no system messages was displayed. Additional information has been requested but not received.